Event description:
Pt reported removal of the lap band system due to a band erosion.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual exam may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."